Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that they had a hyperglycemic event requiring intervention. They stated that their receiver had no audio when they had their low and that it only vibrated. The patient's wife, who is a nurse, treated him with orange juice as his receiver read 35. The patient is reported to be doing good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Evaluation is not yet complete. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4). Correction to remove code from initial MDR additional information/device evaluation device evaluated by manufacturer - additional the complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.